Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: dec 14, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside the original folded carton. The implant notification card and patient stickers were also received. No complaint lens was received, and therefore no product evaluation could be performed on the lens. Visual inspection under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. The complaint simplicity was disassembled and inspected, revealing no defects or assembly issues. The plunger rod was extended, and a plunger rod issue (bent) was identified at the plunger rod tip. The complaint issue could not be confirmed, however the trace amount of viscoelastic residue observed suggests an inadequate amount of ovd (ophthalmic viscosurgical device) was used during loading and insertion which may have contributed to the complaint issue and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.